Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive. The customer attempted to perform a pump reset to resolve the issue, however, the pump battery was unresponsive, as the pump would not turn on when plugged into a power source. The customer's blood glucose (bg) was 312 mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged battery not charging issue was verified. Additionally the alleged touch screen issue could not be verified due to the battery not charging issue.